Event description:
It was reported that this recently implanted left ventricular (lv) lead was found to have the lv automatic threshold (lvat) test detected as greater than programmed amplitude or suspended and it was showing a trend of increasing lv capture thresholds over time, raising concern for possible loss of capture (loc) based on the presenting electrogram (egm). The health care professional (hcp) indicated that the patient will be brought into the clinic for further troubleshooting, evaluation of lv lead position and potential programming optimization. This lv lead remains in service, and no adverse patient effects were reported.